Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: photo review: the image(s) was reviewed based on the supplied image(s), and the complaint condition(s) of broken was confirmed as the image showed the leaf spring broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part pdl114, lot a7oa11: manufacturing site: (B)(4). Release to warehouse date: week 11, 2005. A product investigation was completed: visual inspection of the returned device showed that the lead spring broken at the halfway point and prevented the device from operating as intended. No other issues were identified. A dimensional inspection could not be performed due to post manufacturing damage. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a vertebral body spreader was discovered to have unspecified issues. This was found outside of surgery and was not used in a case. There was no patient involvement. During investigation of the returned device showed that the lead spring broken at the halfway point and prevented the device from operating as intended. This report is for a vertebral body spreader. This is report 1 of 1 for (B)(4).